Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the hospital via paramedics and was hospitalized on (B)(6) 2017 with blood glucose of 465 mg/dl when paramedics were called. It was reported that customer was sleeping for three days and was incoherent when awake. Customer was hospitalized due to high blood glucose and intestinal blockage. Customer passed away while hospitalized. Customer was wearing insulin pump at the time of hospitalization.